Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the pump starts to rewind and then stops about 1/3 of the way down. Customer stated that she has been off the pump for about a week since the rewind issue started. Customer stated that her meter is not communicating with the pump any longer. Customer stated that her batteries were lasting over 10 days but since the pump started having issues rewinding, the batteries are lasting 3-4 days. Customer stated that they are stuck in the rewind complete/bolus delivery loop. Customer was not able to press esc to go to the status screen. Customer put in a new battery today and cleared out the battery out limit alarm. Customer stated that the pump did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No prime fill anomaly noted. No rewind anomaly noted. The insulin pump was programmed with test glucose meter; the insulin pump communicated properly and recorded the value properly from glucose meter. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.